Event description:
The disposable loading unit was used with disposable stapler during a laparoscopically assisted vaginal hysterectomy procedure. The staples were not present. The surgeon used another instrument to complete the procedure. No pt injury was reported.